Event description:
It was reported that a rotawire fracture occurred. A rotalink plus 1.25mm and 330cm rotawire were selected for use. During testing outside patient's body, it was noted that the rotawire broke. The procedure was not completed. There were no patient complications reported.